Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device that the site was using to redo a transsphenoidal surgery. It was reported that the site had difficulties registering with the navigation system. They rebooted twice and were unable to pass registration. The site then aborted use of this system and brought in another medtronic navigation system. The site proceeded with navigation on the second system after further difficulties. The case was not aborted and they proceeded with navigation on the second system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. The patient archive was received and reviewed. The registration model contained a large hole on the top of the head which can result in poor convergence. The trace pattern is also poor; it does not contain unique anatomy such as the nose.

Manufacturer narrative:
Device evaluation: a software analysis was completed. The software analysis determined that the behavior described was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.